Manufacturer narrative:
B5 revised. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the left aorta in a 57-year-old female patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: mitral valve repair/replacement. During the surgery, the left ventricle (lv) wall ruptured, requiring a patch placement to the lv. The physician decided to place the impella 5.5 with wireless insertion technique under transesophageal (tee). After trying to pass the aortic valve with force, the lv perforated in the lateral wall. The impella was placed in surgical mode, and the lv perforation was surgically repaired. The impella was placed again under tee guidance without difficulty. While the patient was in the intensive care unit (ICU), the patient needed to be brought back to the operating room (or), due to the chest tube output being high, requiring multiple transfusions of packed red blood cells (prbcs). A sternal exploration was performed for the bleed. Bleeding was found near the lv patch. Two weeks later, there was suspected hemolysis. The plasma free hemoglobin elevated from 60 to 70. The lactate dehydrogenase (ldh) was 1,210 and decreased to 1,087. Two units of prbcs to be given. Three weeks after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 4.1l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. Ventricular perforation is a potential adverse event, and consistent with known device-related and patient-related factors, and/or can be attributed to user technique.

Event description:
The patient endured suspected hemolysis.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that the physician decided to directly place the 5.5 with the wireless insertion technique under transesophageal echocardiography during open chest surgery. During insertion, the lateral wall of the left ventricle was perforated after forced was used to pass the aortic valve. Medical staff pulled back the impella, put the impella in surgical mode, and repaired the perforation. The impella was placed again with no difficulty.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood / hemolysis: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs. Patient device interaction problem / cardiac perforation: the cause of the issue was most likely related to unintended use, since the issue occurred during forced wireless insertion while crossing the aortic valve. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Coding updated per investigator's request to remove ¿mitral perforation¿ and add ¿patient device interaction problem¿, ¿cardiac perforation¿, ¿mechanical interaction with blood¿, and ¿hemolysis." E4 was inadvertently omitted on the initial manufacturer device report.